Manufacturer narrative:
Section d4: expiration date is not applicable for heartmate power module. Manufacturer's investigation conclusion: the reported event of damage to the power module housing and latch was confirmed; however, the reported event of the unit not staying on when disconnected from the wall was not confirmed. (B)(4) was evaluated by the service depot. The unit came in with a cracked bottom housing on both sides and a missing cord latch. The issue of the power module not running on the 12v battery was not reproduced because the battery was not returned. The housing and latch were replaced. The power module was tested and functioned as intended. The unit was returned to the customer and is ready for patient use. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use (rev. C) section 4-¿system monitor¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event/there was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that power module unit has cosmetic damage near power cord connection. Plastic was broken off and cord latch was missing. Also, it was noted that the power module did not stay on when disconnected from the wall.